Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/21/2025, a sales representative reported via phone that a patient underwent revision surgery. The patient had implants from another manufacturer and those implants were attempted to be paired with an ar-9502f-42cpc arthrex univers revers suture cup and a 9 mm stem. The stem and cup were well fixed while the baseplate and glenoid components from another manufacturer had been levered out. Because the stem was well fixed the surgeon decided to convert it to a ca head to give the patient a minimal amount of movement. The poly was removed, and cup was cleaned then a 42 insert was opened in which the surgeon could not get the ca insert to a couple with the ar-9502f-42cpc arthrex univers revers suture cup. A new ar-9502f-42cpc arthrex univers revers suture cup was opened and was attempted to be inserted again with no avail. A new insert was opened, which physically, it looked different, it was slightly bigger and would not allow to seat into the cup. Finally, a 93 cup of a 39 insert was able to work. This was discovered during a revision revers surgery on (B)(6) 2025. Additional information requested on 2/28/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to the surgeon's attempt to use our devices in conjunction with components from another manufacturer.